Event description:
The MFR rep reported two weeks prior, the pt had an episode where they awoke at two am with increased tone in their hands and feet, itchiness, fever, jaw clenching, tingling, burning sensation and lightheadedness. The pt took oral baclofen at two am and seven thirty am and by ten thirty am felt fine. The same type of episode occurred the following friday. The pt was put on oral baclofen and troubleshooting, x-rays and dye studies are being considered. Add'l info has been requested, but was not available on the date of this report.